Event description:
During review of programming history, it was noted that a faulted system diagnostic test took place that altered device settings. Not all settings were corrected prior to the patient leaving the appointment. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.